Event description:
Patient reported multiple occurence of service error code. No therapy cable damage reported. Troubleshooting unsuccessful. Wcd role in the event is pending evaluation of to-be-returned device.